Manufacturer narrative:
One device was returned for repair. The device has not been serviced in the past 12 months. Device was in used condition. Functional testing was performed, and the primary problem was replicated. The batteries became depleted. The printed wire assembly (pwa) board was replaced to correct the problem that the device was no holding date and time. Device passed all functional tests after the repair.

Event description:
It was reported that the device was not holding date and time. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.